Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-01829. It was reported the patient fell on his back. The field representative checked the system and all contacts had low impedance. Reprogramming was attempting and was unsuccessful. Effective therapy was not achieved. As a result, both leads were explanted and replaced. Therapy has been restored.

Event description:
Related manufacturer reference number: 3006705815-2019-01829. Based on information obtained, x-rays revealed lead migration prior to surgery.

Event description:
Related manufacturer reference number: 3006705815-2019-01829.